Manufacturer narrative:
Product event: (B)(6) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Twitter feed reports; the plasmablade device when activated on cut 5 is causing interference when replacing ctrd with eri programmed on voo (ventricular asynchronous pacing). No further case details available. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.